Manufacturer narrative:
Initial reporter is synthes sales representative this report is for an unknown guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, an unknown guide wire was stuck inside of cannulated hexagonal screwdriver and unable to come out or be returned. There was no surgical delay. The procedure was successfully completed. Patient outcome is unknown. This report is for 1 unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).